Event description:
After 1 day of implantation, this lead was explanted because it would not stay positioned in the right ventricle.

Event description:
After 1 day of implantation, this lead was explanted because it would not stay positions in the right ventricle.